Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual investigation was performed and found corrosion inside the top cover, damage to the front and bottom enclosure. Review of the archive data revealed multiple user advisory (ua) 12 (lifeband not present) messages occurred on (B)(6) 2016. The platform passed functional testing. The platform was powered on and no errors were observed. Further investigation of the device found that the belt switch assembly was out of specification. To resolve the problem, the belt switch assembly was adjusted to a parallel position. The platform was retested and ran for approximately 30 minutes with no faults found. In summary, the customer's reported complaint was confirmed during archive data review. The autopulse platform is a reusable device and was manufactured on 6/8/2015. Therefore, this type of issue is characteristic of normal wear of the device. The belt switch assembly was readjusted. Unrelated to the complaint- to ensure that the autopulse platform remains current, the power distribution board was updated.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 12 (lifeband not present) error message. During a follow-up call, the reporter clarified that the device was earlier used to treat a bloody patient in full cardiac arrest. No issues occurred during patient treatment; however, the unit was contaminated with the patient's blood and required to be cleaned. According to the reporter, the ua 12 error message occurred several hours after the device was cleaned. Despite replacing both the lifeband and the battery, the issue continued. No patient involvement was reported.